Event description:
When the antibiotic was hung, the nurse noted precipitation starting in the IV pump where the two solutions came together. She turned the pump off before the precipitate reached the pt. She changed the IV site and the tubing, noticing that the needle was clogged. She started the drip again in the other arm. It immediately precipitated. She drew some of each solution into a syringe. There was no precipitation. These two solutions had previously been administered together without a problem, using the same pump and brand of tubing.